Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and determined that the oxygen blender was leaking and the device was alarming transducer fault and circuit disconnect. Transducers were not able to be calibrated by the fsr. The fsr replaced the oxygen blender and ordered a new main printed circuit board assembly. Receipt of the replacement main printed circuit board assembly is currently pending and once received, the repair and evaluation will be completed.

Event description:
The customer reported that while in the process of connecting their vela ventilator to a patient, they heard a big leak inside of the ventilator and the ventilator was not delivering any flow. The customer reported that the ventilator was changed and there was no harm or injury to the patient.